Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket was failed to open. A technical support specialist (tss) instructed the customer to try knocking the latch, tapping underneath the drawer, and hitting retry and these steps did not resolve the issue. Tss then informed the customer that the cubie was most likely defective and advised that it should be replaced by the pharmacy to resolve the issue and the case was closed. The system functioned as intended after the technical support specialist identified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.